Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy with polypectomy procedure on (B)(6) 2012. According to the complainant, during the procedure, the snare loop would not extend. No other issues were noted. The device was put to the side and another rotatable snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the flare was detached, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the complaint device found the sheath to be flattened in the middle and the flare to be detached. Functional testing of the device could not be performed due to the return condition. The complaint was confirmed; the detached flare and flattened sheath prevented loop extension. Review and analysis of all available information failed to indicate a root cause for this event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.